Event description:
The following events were noted through a periodic article review: between may and october 2011, 3235 patients were randomly assigned to receive either biolimus-eluting stent (bes) (1617 patients) or durable polymer everolimus eluting stents ees (1618 patients). Patient characteristics for ees were: age-years 69.3 +/- 9.8; age >=75 years 548 (34%); male gender 1253 (77%). Clinical outcomes for ees were noted as follows: death all-cause at 365 days=40 (2.5%); 30 days=2/0.1%; 180 days=21 (1.3%); 240 days=29 (1.8%); cumulative from cardiac causes at 365 days=19 (1.2%). Death or myocardial infarction at 365 days=86 (5.3%); 30 days=47 (2.9%); 180 days=67 (4.2%); 240 days=74 (4.6%); myocardial infarction at 365 days=50 (3.1%); 30 days=46 (2.8%); 180 days=49 (3.0%); 240 days=49 (3.0%); target lesion revascularization (tlr) at 365 days=66 (4.2%); 30 days=2 (0.1%); 180 days=12 (0.8%); 240 days=26 %1.6%); clinically driven tlr at 365 days=47 (3.0%); 30 days=2 (0.1%); 180 days 10 (0.6%); 240 days=22 (1.4%); definite stent thrombosis at 365 days=1 (0.06%); 30 days=1 (0.06%); 180 days=1 (0.06%); 240 days=1 (0.06%); cumulative for hospitalization of heart failure at 365 days=41 (2.6%); cumulative for stroke at 365 days: any=24 (1.5%); ischemic=16 (1.0%); hemorrhagic=8 (0.5%). No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient age and gender average estimate based on the publication. Date of event estimated based on date of publication. Date of implant estimate based on date of publication. There was no reported product deficiency and the product was not returned. The reported patient effects of myocardial infarction and death are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.